Event description:
The customer called to report a hospitalization for high bgs. They were treated with IV drip when admitted. It was stated that the customer was not able to do a manual prime. It was discovered at this time that the customer does not do the two other primes as suggested by the MFR and has never done so. It was stated that never in one and one half years have the bgs rung high after a set change. It was also noted that bent cannulas were not frequent and there were no obvious problems at the site. Troubleshooting was performed. The pump passed all the tests, however, the history did show an alarm message had occurred. The elevated bgs were noted immediately after the conclusion of the customer's basketball game.